Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they constantly stopped deliver bolus and notices that happen so frequently these last weeks and also insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they were able to clear the alarm. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was able to completed delivery the bolus estimate when using the bolus wizard feature with no unexpected bolus suspend noted. Programmed and delivered multiple test boluses. No bolus stopped alarm noted during testing. Device powered up properly after the test battery was installed. Device was monitored for one day. No unexpected battery power loss anomaly or unexpected device suspend noted. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had minor/stained scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).